Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (critical pump error 35). Troubleshooting was performed, and an insulin pump performed safety checks and errors and found that the pump had other critical pump errors. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported that the pump was exposed to moisture but there was no visible fluid in the pump. The pump did not pass the self-test. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to electronic assemblies and motor assemblies during visual inspection. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic stack and motor assemblies. Unable to confirm keypad unresponsive and pump error 35 due to critical pump error (open book image). Exposed to moisture is confirmed at the electronic stack and motor assemblies. Unable to download history files and traces due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.